Event description:
It was reported that the set was installed and locked using the key, the unit displayed the message that cassette not locked. Lock the cassette before starting the pump. It seemed the unit was not recognizing that the cassette was locked. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E: phone number (B)(6). The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective lock sensor was found. The customer's problem was replicated. The cause of the problem was a defective lock sensor, and it was replaced to fix the issue.